Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that iol implantation was performed on (B)(6) 2022 in the left eye. Post-operatively, the patient experienced a myopic surprise. An additional surgery was performed and the lens was explanted and exchanged on (B)(6) 2022. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The device has not been returned to rayner. There are many factors which may influence the post-operative outcome of the patient including but not limited to; incomplete removal of ovd following iol implantation (capsular block/capsular bag distension syndrome), dry eye during biometry measurement, incorrect product selection, aniseikonia combined with unsuitable lens power selection, wrong lens power caused by incorrect biometry readings/calculations (e.g., previous lasik procedure), incorrect power selection (not using optimised a-constants may be a contributory factor in this scenario - surgeons must always expect to personalise their own constants based on initial patient outcomes, with further personalisation as the number of eyes increases.), posterior synechiae, irregular capsular bag contraction, patient medical history (e.g., glaucoma, pseudoexfoliation syndrome), lens decentration or dislocation, incorrect or unstable fixation within the capsular bag, post-operative rotation of the lens, lens does not fit anatomy of the eye (e.g., too large or too small), capsulorhexis diameter too large and induced surgical astigmatism. The report originates from a patient and additional information is considered unlikely. There is insufficient evidence and information available in this case to establish the root cause of the refractive outcome. "Deviation from target refraction" is listed in the "adverse events" section of the rayone IFU.

Event description:
On 4th march 2025, rayner received notification of an event that occurred following implantation of a rayone emv rao200e from a patient in the UK. The event description provided states that post-operatively they had a myopic surprise which necessitated additional surgery.